Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated. The physician repositioned the rv lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated. The physician repositioned the rv lead. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained which indicated that no perforation was confirmed. Moreover, patient felt phrenic nerve stimulation. No additional adverse patient effects were reported.